Event description:
The pt experienced stinging at the implantable neurostimulator site and ineffective stimulation. The device was explanted. Upon removal of the implantable neurostimulator from the pocket site, the extension slid out of the neurostimulator before the set screw was loosened. The pt outcome was reported as 'no injury.' Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator lead and extension have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.